Event description:
It was reported, "removed a PICC today as it was fractured. The fracture was at 10cm which would have been internal." No other information was provided. Additional information received on 03/01/2024: it was reported, "the PICC was intact on one side only. The PICC had been placed at 3cm at the exit site. The fracture was at 10cm, so 7cm internally from the exit site. Treatment was delayed, and the patient was on chemotherapy and has been in contact with blood".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Usage residues were observed throughout the sample. Microscopic inspection of the sample did not reveal any evidence of leakage or damage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, "removed a PICC today as it was fractured. The fracture was at 10cm which would have been internal." No other information was provided. Additional information received 03/01/2024: it was reported, "the PICC was intact on one side only. The PICC had been placed at 3cm at the exit site. The fracture was at 10cm, so 7cm internally from the exit site. Treatment was delayed, and the patient was on chemotherapy and has been in contact with blood."

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.